Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink extension set burst. The nurse was injecting IV contrast into a patient and the tubing burst at the connection of the tubing and the male luer interface. The customer stated that they understand that this set is not pressure rated and they are working with their sales representative to find an alternate product. There was no patient injury or medical intervention associated with this event. No additional information is available.